Event description:
It was reported that (1) device was used during an unknown procedure. It was reported that the clips were loose upon application. A second applier was used to complete the case. There was no consequence to the patient.